Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported while changing her basal rate profile on (B)(6) 2014, the infusion device suddenly turned off after flashing for a while. Patient stated she changed the battery and attempted to turn the device on but it did not restart. Patient reported she waited until the next morning of (B)(6) 2014 and changed the battery again with a new one; this time the infusion device turned on and displayed a series of errors including e2 (battery depleted), e4 (occlusion) error message, and an electronic error which instructed her to change the battery another time. Patient stated she tried to push the buttons on the infusion device but they did not respond to the commands; all buttons are blocked. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a mishandling of the product. Result no e2 was found in the history. The soft components of the up and down button are damaged due to handling with sharp objects. The buttons should not be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered the pump electronics. The resulting short circuit damaged the pump electronics and led to the e7/e4 error messages. During the investigation the buttons are tested successfully. E7122 were found in the history. The e7122 is a consequence failure of the defective force sensor due to liquid entered the pump electronics. The problem mentioned by the customer is related to mishandling of the product by the customer.